Manufacturer narrative:
H6: type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # : (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm vticmo13.2 implantable collamer lens of -13.5/1.0/157 (sphere/cylinder/axis) tore, broke during injection/delivery into the left eye (os). The lens was implanted and removed intraoperatively. There was no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. Cause of event was unknown.